Manufacturer narrative:
Date of event: the event date is approximate.

Event description:
The consumer alleged that the metal shaft from their toothbrush fell off while using their toothbrush. No injuries or property damage were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.